Event description:
It was reported that when trying to interrogate a device after new software installation, the programmer experienced an error. The software will be re-installed. The programmer remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.